Event description:
Reference number (B)(4). Event occurred in libya. It was reported that the patient experienced high blood glucose level event on (B)(6) 2026. The patient's blood glucose level was treated by pump. No further information available.